Event description:
It was reported that during the gastric sleeve procedure, while the doctor was using the plee60a and a gst60g reload he incurred a misfire. During the second firing he heard a slight ¿pop¿ during the firing sequence. Upon opening the jaws of the stapler he discovered the staples on one side of the cut line did not form. The staples on the stomach/patient side deployed but did not form ¿b¿s¿. The stapler had been swished/cleaned and fired correctly according to the IFU. I suspect the sled of the reload broke but was unable to open or evaluate the stapler due to hospital policy. The doctor had to sew the section of the stomach closed where the reload didn¿t fire properly. He used a lapra ty device to accomplish this and then applied vistaseal along the staple line. The surgery was delayed by 20 minutes. The procedure was completed successfully with no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2023. D4: batch # t5eh8l. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Investigation summary: the device was inspected on-site at baptist memorial hospital in memphis, tennessee. Also in attendance during the inspection were senior marketing advanced stapling ethicon and the hospital¿s risk manager. Visual analysis of the sample determined that one plee60a device with a gst60g reload was present. When the device to be inspected was removed from its packaging material, it was observed the gst60g reload wasn¿t fully snapped into the channel on its distal end. It¿s unknown if this is how the reload was positioned at the time it was fired in the surgical procedure or if this happened after the fact. The pan appears to be slightly displaced on the distal end as shown below, which further suggests the reload wasn¿t fully seated in the channel at the time the reload was fired. Nothing unusual was observed about the device¿s clamping and opening mechanism or the anvil and channel. The drivers were fully fired on the left side of the reload and partially-fired on the right side of the reload. Based on external observations, it appears the last double drivers to be fully lifted by the sled on the right-side of the reload was the third double driver from the proximal end of the reload. The adjacent single driver also appears to be the last driver to be fully lifted by the sled. The unformed staples on the right-side of the reload were swept distally. This may either have occurred when the tissue was removed from the jaws of the device after the firing and/or caused by the staples hitting the anvil pockets at an unusual angle if the device had been fired without the reload fully seated in the channel. While the pan was not removed to confirm that the sled and/or drivers were broken, the most likely failure mode was a damaged one-piece sled. It¿s currently unknown how, or if, the fact the reload was found in a partially seated position in the channel influenced the described event. Based on the visual analysis the event described is confirmed, however no conclusion or root cause could be determined. Hands on device functional analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device batch number t5eh8l, and no non-conformances were identified.